Manufacturer narrative:
Root cause investigation showed that two lots (16 fr catheter lot 3917630 and 18 fr lot 3880630) where likely switched by the contract manufacturer prior to the packaging process. A retraining of the packaging operators has been performed in order to check the entire lot number and not only the last three numbers of the lot number. To date, no complaints have been recieved on the item aa61181002 lot number 3880630.

Event description:
(B)(4). According to the information received, the label on the catheter states 16 french however the catheter in the packaging is 18 french.